Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2013; explant date (B)(6) 2018, brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2013; explant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when they try to turn therapy and they press the orange button it says low battery. Patient said they usually charge once a week but they have been sick lately, they had covid and their wife was in the hospital and they have had to skip a few times this year. Worked with patient to use their equipment to synch with their implant and patient was successful to start a recharging session and confirmed they were seeing the normal recharging screen with all 8 coupling boxes filled in, the ins battery level was blinking towards the left. The troubleshooting steps that were taken on the call resolved the issue. The patient also mentioned: they turn therapy on when they eat and back off because they can't walk with it turned on. Patient said when they had the second surgery they tried to hook the same battery together to make it work so patient could use it for the full day but it feels like they are going to fall on their nose when therapy is on, now they turn it on to eat and off to walk.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type extension review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.